Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of evaluation.

Event description:
It was reported that the customer received multiple power source alert after plugging the pump into a wall outlet to charge. Additionally, it was reported that the battery gauge was intermittently fluctuating. The customer's blood glucose was 150-189 mg/dl. Reportedly, the customer will continue to use current pump until replacement arrives.